Event description:
It was reported that prior to an intervention stent grafting procedure, suture placement was attempted in a mildly tortuous common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, while harvesting the suture, a suture break occurred. The sutures of two additional proglides were successfully placed using the preclose technique. The sheath was upsized to 21f and the interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products (continued): dilatation catheter: dilator 28, medtronic. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for suture break for this lot. Based on the information reviewed, there is no indication of a product deficiency.